Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed off sooner than expected. Reportedly, customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level due to this reported issue.